Event description:
On 4/12/95 the aus was implanted. On 5/14/97 the balloon was revised. On 7/1/97 the cuff and pump were removed from the patient and replaced due to "recurring incontinence-cuff found to be placed in the more distal aspect of the bulbous urethra. Revision ot proximal aspect."